Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the meter passed all tests prior to release. A DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed this also serves as a correction report. Model number was incorrectly documented in the initial MDR 30 day report. Has been updated.

Event description:
Customer reported her adc blood glucose meter was providing erratic readings, stating the meter "sometimes reads high and sometimes it reads low". Customer reported receiving readings of 55 mg/dl, 44 mg/dl, and 120 mg/dl "right after the other" on her adc meter. The readings were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. Customer denied experiencing symptom, but had contact with a doctor who reportedly administered insulin to the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter was providing erratic readings, stating the meter "sometimes reads high and sometimes it reads low". Customer reported receiving readings of 55 mg/dl, 44 mg/dl, and 120 mg/dl "right after the other" on her adc meter. The readings were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. Customer denied experiencing symptom, but had contact with a doctor who reportedly administered insulin to the customer. There was no report of death or permanent impairment associated with this event.